Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found the optic and haptic torn along with a piece of the lens missing. Common device name should be corrected to phakic toric intraocular lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+3.0/064 (sphere/cylindar/axis) into the patient's left eye (os), he discovered it was torn/broken. Reportedly, the lens tore during loading and there was patient contact with the lens however, it was not fully implanted. This occurred on (B)(6) 2018. Intraoperatively an alternate lens was successfully implanted and the problem was resolved.

Manufacturer narrative:
Previously stated the lens tore during loading. Updated information received: the lens tore during injection. In addition, the surgeon believes the cause of the event is due to a "defect in the foam tip." No identifying information is available for the foam tip as it was discarded. Claim# (B)(4).